Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
The patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
This is to inform the FDA that a duplicate of this report has been identified and is being rejected (1818910-2015-16714). Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 14-dec-2016: medical record received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2015. The revision operative note indicated pain, metallosis, and loose stem (per x-ray (B)(6) 2015). Lab values indicated the metal ion levels are below 7ppb. The records indicate the patient was admitted on (B)(6) 2015 for suspected infection. Its unknown if infection was confirmed and if depuy products were involved since the patient was revised on (B)(6) 2015.